Manufacturer narrative:
H3 and h6: the customer reported that a 19-year-old patient had a saturation drop to 20%. Per customer the limits were set correctly, lower limit at 90%, desaturation at 80%, but no red desaturation alarm was triggered. Th customer stated that an annual inspection of the philips surveillance monitors was performed by a 3rd party service provider in calendar week 40. The biomedical engineer of the hospital excluded the monitor from further clinical use after the incident and stated that if needed they would contact philips to request a log file review. Philips tried to gather additional information but efforts remained unsuccessful and the customer did not provide essential information to perform an investigation and refused the service. Due to insufficient information provided by the customer to investigate the observed case, the exact cause of the incident could not be determined. The customer stated that they received a quote from a 3rd party service provider for an evaluation of the device but they refused it as well. The customer replaced the device in question with another available m3001a measurement server. The customer stated the device in question remains at the customer site and will not be used anymore. Philips tried to gather essential information to be able to investigate this case but all efforts remained unsuccessful as the customer refused the service. The customer did not provide further information in order to investigate this case. The customer refused service. Essential information to this case were not provided by the customer, therefore the investigation could not be completed, the exact cause remains unknown. No further investigation is possible. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the saturation dropped on a (B)(6) year old patient and no 3 star red alarm was triggered. The patient was hypoxic.